Event description:
Report received indicated in stent restenosis. The pt was enrolled in the sit up study and two smart control stents were deployed in the right superficial femoral artery (sfa). Six months post stent implants, the pt experienced increasing claudication therefore duplexsonography was performed showing 50-70% in-stent stenosis. Subsequently, the pt underwent a balloon angioplasty to the right sfa (target lesion). Per the procedural physician, this event is probably related to both the device and the procedure. This product remains implanted in the pt and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved in the same pt and reported under manufacturing number 9616099-2007-02161 and 9616099-2007-02162.